Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be note: label copy states that at times when the blood glucose is rapidly changing, user's should check a fingerstick blood glucose. Customer's in the us are additionally instructed not to use results from the navigator continuous monitor for adjusting medication.

Event description:
Customer's husband reported that customer's low blood glucose was missed due to higher readings displayed on customer's freestyle navigator continuous monitoring system. It was also reported customer experienced a seizure with subsequent loss of consciousness. It was further reported that customer suffers from hypoglycemia unawareness syndrome. Customer's husband treated customer with one tube of insta glucose. No actual blood glucose results were reported and a follow-up call to customer revealed that customer was unsure if her husband checked her blood glucose at the time of the seizure. There was no report of death or permanent injury associated with this event.